Event description:
Ethicon endo-surgery 45mm powered stapler lot a98m23, ref (B)(4), expiration date 07/31/2028, failed while clamped on to patient's tissue. Surgeon able to get device to release without reporting any adverse effects to the patient. Rep was in the department and took the defective stapler. No patient impact.